Event description:
It was reported that during an implant, the physician had difficulty threading a "whisper wire" down the lead. It met resistance at a few points while working its way down the lead. Patient did not have particularly tortuous anatomy. Eventually, the physician was able to use the wire. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.